Event description:
It was reported that the pump malfunctioned with a code displayed as malf 4. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to employ mdi as backup therapy until the pump was replaced. Technical support sent a replacement pump with updated software, ensured proper instructions were understood, confirmed shipping details, and the customer was informed to return the malfunctioning pump using the provided materials.